Event description:
It was reported by the hosp that, the scrub nurse noticed tears in the inner paper liner of the packaging, but not the outer liner. The implant was sterilized as a precaution and then used. Packaging will be forwarded for eval.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.